Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 212 mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. During a follow-up, the contact reported that troubleshooting was performed and a test bolus was successfully delivered while the customer was disconnected form the pump. The contact alleged there was an underlying pump issue causing the occlusion alarms. During a follow-up with the customer's clinical diabetes specialist it was reported the customer uses apidra insulin in their cartridge. The customer loaded a new cartridge with novolog insulin and responded that so far everything was "so far so good".